Event description:
Instrument failure - the tip of the screw broke off into the implant when implant was placed in the patient; it remains in the patient.

Manufacturer narrative:
The reason for this complaint was to report that the tip of a screw broke off into the implant when implant was placed in patient. It remains in the patient. The healthcare professional indicated there was a 5 minute delay in surgery and another suitable device was available for use. The surgery was completed as intended. The device was made available to djo surgical for examination on (B)(4) 2014 on return material authorization # (B)(4). A review of the device history records revealed there were no non-conforming material reports associated with the incident acetabular positioner lot with respect to the manufacturing process. A review of the product complaint report history showed there are (B)(4) total prior complaints against this acetabular positioner part number 803-05-137. Among those, (B)(4) complaints are related to similar failures of the instrument's threaded tip. The rest of the complaints were related to the strike plate being broken, where it cracks at the weld. Corrective and preventive action (CAPA) CAPA (B)(4) was completed in november 2013, and resulted in a redesigned instrument with a new part number. Upon visual inspection of the returned part, it is confirmed the threaded tip (B)(4)) is stripped. Overall instrument is in good condition with minor wear marks and scratches. If the instrument is used to extract a shell the surgeon can hit the underside of the striking face, which can introduce bending load rather a typical axial load. Such a load can exceed the design capabilities of the threaded tip causing it to fracture. Even if the failure did not occur immediately from the bending loads, a small amount of damage could have been introduced which slowly expanded and eventually failed at a later time. The surgeon is responsible to ensure that the acetabular positioner is securely fastened to the fmp shell and there is no gap between the impacting sleeve and the shell which are secured to each other. If a gap exists the threaded section of the acetabular inserter will be subjected to excessive stress that could cause the threaded section to break, strip, or at least fatigue over time. The root cause of the event is that an area of localized stress concentration exists in the tip design of the fmp acetabular positioner. Other potential causes for this event include misalignment of the instrument during impaction, or repeated impact loads, torsional loads, and bending loads applied at the interface with the acetabular implant. Any of these can cause the threaded tip to fail. Surgical instruments are susceptible to damage from extended usage, exposure to high loads/torques, or repeated use in many surgeries. The returned instrument was most likely subjected to at least one of these conditions. Care must be taken to avoid compromising their performance as recommended in the instrument instructions for use (IFU) (B)(4), "recommendations for the care and handling for djo surgical instruments and instrument cases."